Manufacturer narrative:
Updated blocks: b5, d4, h3, h4 & h6. The field service representative (fsr) attempted to start the roller pump and duplicated the 'motor error' message. The roller pump housing was opened, the connectors were reseated and the surfaces were cleaned. The fsr completed release testing successfully. The unit operated to the manufacturer's specifications.

Event description:
Additional information was received that as a result of the issue; an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, one of the roller pumps displayed a 'motor error' message. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.